Event description:
A complaint was received indicating the error message "scan again in 10 minutes" while wearing the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided unspecified oral medication by the mother, who is a nurse, and an insulin (dosage unknown) injection. The customer had contact with a healthcare professional who obtained a glucose test of 60 mg/dl and diagnosed the customer with hypoglycemia. It is unknown if the hcp result was taken at the time of the medical event as no further information was provided. Please note: that the treatment of insulin is inconsistent with a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.